Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior and subsequently reverted to safety mode. As a result, the device was scheduled to be explanted on (B)(6) 2025. No additional adverse effects were reported for the patient. The pacemaker has not been returned to boston scientific.